Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system said device with upload stopped. A field service engineer determined that windows was corrupted and unable to fully load. The hard drive was re imaged and staged accordingly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es upload had stopped. User turned off the machine and then turned it back on but did not reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.